Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer sent the paddles to philips in (B)(4). The customer wanted to send them in for repair. She wanted to know about the whereabouts and requests a call-back in this regard. There was no reported patient involvement.